Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the testing instrument in question because the customer site was a va facility and had not such linkage. However, printed reports were provided and information was obtained that way. The immucor laboratory tested retention product on 13jun2019, which performed as expected. An immucor field service engineer (fse) visited the customer site on 17jun2019 to assess the testing instrument and found it to be operating as expected. (B)(4).

Event description:
On (B)(6) 2019, an immucor employee reported, on behalf of a customer site an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2019.